Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon completed flap creation procedure with intralase in both eyes but there was a suspicious area in raster pattern of right eye, possibly vertical gas breakthrough but not classic characteristics. Surgeon had difficulty lifting the flap in that eye and decided to abort the lift. Patient will come back once vision is stable and do photorefractive keratectomy. A bandage contact lens was placed on the right eye and surgeon successfully completed lasik to the left eye. Surgeon stated the cornea was clear through the slit lamp but found out after the surgery that the patient had a tree branch injury to the right eye many years ago. Surgeon stated that the injury contributed to the bowman disruption.